Event description:
The facility representative reported "slide 1 - free flowed" on a flogard pump. The facility's ob coordinator and nurse manager was contacted by baxter and provided additional information. There was a free flow of pitocin for less than one minute during patient use prior to patient giving birth. When the problem was discovered, the pump was switched out to a new pump. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.